Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the implant procedure, high thresholds were noted on the lead. The lead was repositioned and remains in use.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the set screw was removed from the implantable pulse generator (ipg) header during lead repositioning. The device was not used and replaced. No patient complications have been reported as a result of this event.